Manufacturer narrative:
The ventilator was investigated on site and the problem could not be reproduced. No new events on this ventilator have been reported until this date. Evaluations of the received device logs show event on the reported event day. Between mars 11, at 02:38 and 11:06, several alarms for low o2 concentration were generated. As no goods were returned for investigation and that the problem could not be reproduce, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration level was varying and there was a noise coming from the ventilator. There was no patient harm. (B)(4).